Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the artifacts were observed in stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.